Event description:
The manufacturer received information alleging a ventilator's exhalation porting block was damaged. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's exhalation porting block needs to be replaced to address the issue.